Event description:
It was reported that during a supply change for an ilet system, the cartridge began leaking after the user pressed and held for the fill step, despite attaching the connector to the cartridge before inserting it into the pump. Symptoms included no adverse clinical effects. Outcomes included restoration of insulin delivery after replacing supplies and completing a guided change. Investigation included remote troubleshooting and user education. Investigation of this case revealed that replacing the cartridge and connector resolved the leak and insulin delivery resumed without further issues. It was concluded that the event was related to a leaking cartridge during setup, resolved through supply replacement and proper installation guidance.